Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery, she removed the battery and then received a weak battery alarm. The blood glucose reading was 317 mg/dl. The customer treated with manual injection. The insulin pump became stuck on the rewind. The customer was advised to hold down the act button until a second series of beeps or numbers appeared on the display, and the customer did receive these. She was advised to monitor the insulin pump. The insulin pump was not replaced or returned.